Event description:
Three sequential overlapping endovascular stents were deployed in right common iliac to proximal external iliac arteries. Markedly calcified vessels did not permit complete symmetrical expansion of all stents. Thirteen months later, recurrent severe claudication of right calf and foot were reported. Endarctomy and patch angioplasty of right common, superficial and deep femoral arteries were performed. Only slight improvement of foot ischemia occurred. Moderate recurrent stenosis in proximal common iliac artery, tight stenosis in external iliac artery and distal stenosis at the site of a fracture with one of endovascular stents. Repeat percutaneous transluminal angioplasty of proximal stenosis was successful. Multiple attempts to dilate stenosis at stent fracture site were unsuccessful due to balloon ruptures attributed to being punctured by sharp metal objects. Axilllary femorofemoral artery bypass graft surgery was then successfully performed.